Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that her daughter was hospitalized for bacteria in her blood and strep pneumonia. While in the hospital the customer's blood glucose dropped to 42 mg/dl, which was treated with food. The patient's current blood glucose is 93 mg/dl. The customer had been given steroids which increased her blood glucose, but her blood glucose dropped. The insulin pump was inspected. The drive support cap appeared normal. The device programming was incorrect. The customer changed the battery this morning and did not set the time and date. The daughter mentioned that the device was worn during a cat scan. The customer was assisted with correct her basal rates to her health care professional's specified settings. The alarm history was reviewed and there were no motor errors or motor position encoder error alarms. The customer believed that the device was over-delivering. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with intermittent escape, act, express button, up arrow and down arrow buttons due to flattened dome switches. All operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. No motor error alarms or displacement anomalies were noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no unlocked j2 lcd keypad connector. The insulin pump passed the displacement accuracy test.